Event description:
It was reported to philips that the therapy supply test failed. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer and subcontractor service (third party) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the 861290 (heartstart xl+ defibrillator/monitor) indicating that the device failed the operational check test, specifically the therapy delivery test. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the device failed the operational check test, specifically the therapy delivery test. The device is confirmed to have reach it's end-of-life (eol). Third party personnel determined the therapy capacitor is faulty. Third party replaced the therapy capacitor. The faulty component is not expected to be returned. Device returned to full functionality and remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was faulty therapy capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.